Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported reservoir compartment was chipped and reservoir was not held in place. Customer does not know how damage occurred. Customer's blood glucose was 380 mg/dl. Customer was advised that insulin pump would need to be replaced.